Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower sub-acute pyxis drawer 2 repeatedly caused the unit to fail and enter a black screen state. The issue was suspected to be hardware-related, potentially required replacement of two half-height boards to resolve the malfunction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.